Event description:
As reported the patient underwent a hernia repair about 15 years ago with a non-bd ¿prolene¿ mesh implanted. Patient was diagnosed with multiple recurrent hernias since implant and developed chronic mesh infections. About 2 years ago, patient presented with an incarcerated recurrent hernia and underwent bowel resection with removal of the prolene mesh. Patient¿s hernia was repaired with prolene suture at that time. Patient developed a soft tissue mrsa infection which became chronic and was treated with antibiotics and wound care. As reported, the patient was later treated in (B)(6) 2024 with a phasix st mesh during closure of the patient¿s large abdominal defect. Drains were placed, an increase in drainage output was noted. Patient developed a fistula and an infection and was treated aggressively with IV antibiotics. The patient was brought back to the operating room on (B)(6) 2024 and underwent an abdominal washout. As reported, the phasix st mesh was visualized as being intact, and incorporating well so the surgeon left it in place. Patient continues IV antibiotics, and a wound vac. Surgeon felt the phasix st mesh was in good condition and did not plan to remove it at this time.

Manufacturer narrative:
As reported, this is a patient with complex medical/surgical history significant for obesity, multiple abdominal hernias, and postoperative chronic mrsa prior to the implant of the bd mesh. Post implant of the phasix st mesh a fistula and infection developed and the patient underwent additional surgery and was provided antibiotics. During the additional surgery, the phasix st mesh was noted to be intact, and incorporating well. Based on the information reported, no conclusions can be made as to the degree to which the implant may have contributed to the patient¿s postoperative course. Infection and fistula formation are known inherent risks of surgery and are included as possible complications in the adverse reaction section of the instructions-for-use supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-oct-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.